Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, when the device was fired into the pubic tubercle and the tack did not hold correctly. Another device was opened to complete the procedure. There was no patient injury.